Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope displayed an error message e226 (scope communication error). There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d2a, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent, the image is not displayed in 2d mode, the charge-coupled device (r-unit) is broken, and the color ring of the control section is broken. A root cause could not be identified. Based on the results of the investigation, the malfunction reported by the customer could not be confirmed. However, an additional malfunction was identified: the image is not displayed in 2d mode due to a broken video cable. The most probable cause of the additional malfunction identified during investigation traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.